Manufacturer narrative:
An additional lot number was reported (lot # m018411). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while loading multiple cartridges. The customer's blood glucose level was not impacted. The customer was able to load a cartridge without receiving an alarm. The customer was to continue to use the pump to manage diabetes and has insulin injections available to manage diabetes if needed.